Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the power supply was identified as the defective component and was replaced to resolve the issue. Safety and functional tests were performed and passed all test and is back in use. - patient involved and no harm reported - no medical intervention reported - case was not reported to authorities - no indication that the complaint resulted in death, injury or serious deterioration in the health of the patient, user or third party. Corrected: h6 section imdrf codes were updated/corrected.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "customer reported complaint via an email that ventilator is not working on mains." Patient involved; no harm registered. No medical intervention reported. Case was not reported to authorities. No indication that the complaint resulted in death, injury or serious deterioration in the health of the patient, user or third party.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.